Event description:
It was reported that the pink slide did not move forward, but the cannula was visible. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. No timeouts, drive stalls or alarm were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated at 58 pulses. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. Investigation found no damages or defects that would result in the reported needle mechanism failure. Although no issues were observed, the cause of the reported needle mechanism failure could not be determined.